Event description:
It was reported that the customer received a motor error alarm the day before. The customer stated that the placed a new battery in, and it failed three times with the same result. The customer placed in another new battery, and the display went blank. The customer's blood glucose was 80 mg/dl. The customer stated that the motor error alarm possibly occurred during basal delivery. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
No blank display noted. Unit had constant failed battery test alarm after battery insertion due to faulty battery tube. Unable to test for motor error alarm due to failed battery test alarm. The motor was tested outside of the device and passed. Unit had minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. No damage noted on c13 isolation tape on lcd.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.